Manufacturer narrative:
Correction to d3 h3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the respiratory therapist reported issues with the breath rate and that "it is picking up".

Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Vyaire tech support advised o2 gas path test and send back logs for review. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had an issues with breath rate and that "it is picking up". Assuming that means auto cycling. No information for patient harm.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Unable to determine the root cause as the failure is no longer reproducible. Customer confirmed that the issue resolved during pm calibration.